Manufacturer narrative:
No issues were found. During the inspection, the laser system was upgraded with new firmware, and the peltier cell was reglued for improving efficacy of cooling. We are unaware about patient injury.

Event description:
The laser system has overheating.